Manufacturer narrative:
(B)(4). Approximate age of device ¿ 6 months. The report of driveline fault alarms associated with phase 3 was confirmed based on the evaluation of the returned pump. Following a driveline repair, an approximately 18.5 inch section of the external driveline was returned for evaluation. No damage to this portion of the driveline was identified. The patient continued having driveline fault alarms and underwent pump exchange. The pump was returned for evaluation. The pump was returned with the driveline severed less than 1 inch from the pump housing. The severed portion of the driveline was also returned. The sealed inflow conduit was not returned. The sealed outflow graft, bend relief, and bend relief collar were not returned. The outlet elbow was returned. The pump's driveline was evaluated. The internal conductors of the orange wire were pulled out of the insulation while stripping the end of the orange wire of proximal portion of the driveline. Approximately 0.4375 inch of the orange wire conductors were pulled out, which meant the orange wire conductors were fractured at the pump housing. The damage appeared to be consistent with fatigue damage due to repetitive flexing on the wire at this location. The orange wire represents a redundant wire in motor phase 3. The reported driveline fault alarms associated with phase 3 would have occurred as a result of the fractured orange wire conductors. No damage to the insulation was identified and the orange conductors would not have been exposed. Due to this, no shorts to shield and pump stops occurred during pump operation. No other driveline damage that would have caused a functional issue during pump operation was identified. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. The patient reported that a driveline fault alarm occurred, and that the driveline was manually disconnected and reconnected to the system controller. The patient reported that the alarm resolved. The patient was asymptomatic. The system controller was exchanged and the manufacturer¿s technical services representatives performed a percutaneous lead (driveline) replacement; however, the driveline fault alarms persisted. The patient underwent a pump exchange on (B)(6) 2017. No further information was provided.